Event description:
It was reported that the arterial line set had a faulty device that would have allowed a rapid infusion of 1000mls of saline. Reportedly, the line was already set up and ready to connect to the pt when the malfunction was observed. There were no pt complications reported.

Manufacturer narrative:
The device was not returned for evaluation.